Event description:
Customer reported the system vertical lift would not move up or down. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the vertical lift power supply and cable connectors. System operates as intended.